Event description:
Unit stopped ventilating, with alarms, while on patient. No patient injury. Assumedly, backup ventilation was used.

Manufacturer narrative:
The internal battery pack (1.8 years old) was found to be not holding charge for specified runtime. These batteries should last 2 years in the field, under normal usage conditions. Exact cause of the shortened usable life could not be determined.